Manufacturer narrative:
H.6. Investigation: three photos of three open 32g x 4mm pen needles were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp needles were broken. This occurred on 3 occasions before use. The following information was provided by the initial reporter: customer reported needles npe were broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp needles were broken. This occurred on 3 occasions before use. The following information was provided by the initial reporter: customer reported needles npe were broken.